Event description:
It was reported that the balloon burst. The in-stent re-stenosed target lesion was located in the mid left anterior descending artery. A 06/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the device burst and was simply pulled out from the patient's body. A non-bsc stent was implanted and the procedure was completed. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 3mm proximal of the distal markerband. An examination of the balloon material identified no further issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found multiple hypotube kinks. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst. The in-stent re-stenosed target lesion was located in the mid left anterior descending artery. A 06/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the device burst and was simply pulled out from the patient's body. A non-bsc stent was implanted and the procedure was completed. No complications reported and patient was stable post procedure.